Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Blood pressure drops when using cement. The stem was inserted before the cement hardened, but the patient's condition deteriorated before complete hardening, so the patient shifted from the lateral position to the supine position and started cardiac massage. He recovered from cardiopulmonary arrest, but moved to the ICU because his condition was not stable. The surgical site is closed with a simple suture. The doctor's opinion has not been confirmed because the attending physician (surgeon) moved to the ICU to accompany the patient. The causal relationship with cement is unknown at this stage. After the interview with dr., if there is any necessary investigation, it will be requested.